Event description:
It was reported that the colonovideoscope image became static and a communication error was displayed on the screen. The issue was found during a diagnostic colonoscopy procedure there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.